Event description:
User detected false high ft3 result for one pt. Result does not fit with other results. Ft3 result is 10.7 pmol/l, tsh result is 4.04 miu/l, ft4 result is 18.6 pmol/l. T3 result performed by another laboratory is 1.25 nmol/l. No info was provided to determine if ft3 result was reported. If additional info is received, appropriate notification will be provided.